Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the customer was able to continue using it without the malfunction code recurring. The customer was advised to call back if the issue arose again, and they acknowledged and understood the instructions.